Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal cover was burnt. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the distal cover area was exposed to high temperatures due to some factor during the use of the device and endo therapy accessories. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection chapter 4 operation should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt distal cover. There was no patient involvement.